Event description:
It was reported that while using the blood transfer device that tthe tube was not able to fill completely. The following information was provided by the initial reporter: according to the customer's report, when dispensing blood, air enters resulting in an insufficient volume of blood drawn by the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-04-25. H.6. Investigation summary: bd received 198 samples for investigation. The samples were evaluated by visual examination and 12 of the samples by functional testing draw testing and the indicated failure mode for insufficient flow with the incident lot was not observed. Additionally, 12 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the blood transfer device that the tube was not able to fill completely. The following information was provided by the initial reporter: according to the customer's report, when dispensing blood, air enters resulting in an insufficient volume of blood drawn by the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.